Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 11th february 2010 and performed to specification up to the 3rd october 2010. Later on the 3rd october 2010 the device failed a self-test due to a low battery. Multiple manual power ups of mainly ten minutes duration were observed between the 16th february 2013 and the 16th june 2013. During this time the pad-pak became depleted and a further pad-pak was installed. The device successfully performed all weekly auto self-tests between the 23rd june 2013 and the 5th october 2014. Multiple manual power ups of ten minutes duration were recorded between the 8th october 2014 and the final history log entry on the 8th september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.